Event description:
During a carotid stent insertion procedure the fluoroscopy in the room quit working. The doctor had just retrieved the filter wire. He stepped on the foot control to obtain the final films when the monitor went blank. He tried again and there was a loud popping noise. The system rep attempted to reboot the system twice without success. No final films were obtained. They were unable to take a groin image for a possible groin closure device so the sheath was sutured in place.